Event description:
It was reported by svc report that the caster horn assembly and the gas cylinder needed to be replaced. The gas cylinder was drifting and the fowler could not hold position with weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler; caster horn assembly.